Event description:
It was reported that during a ukr surgery, while placing the tibial bone pins the surgeon first placed one bone pin without the soft tissue protector, then used the soft tissue protector over the first pin, and drilled in the second pin. The first pin was completely inside of the soft tissue protector and not exposed at all. When the surgeon tried to remove the soft tissue protector, it was stuck. He tried to use a mallet and provide an upward force on the soft tissue protector but it was completely stuck. The drill was used to try to back out the exposed bone pin however, it would not back out. The tee handle wrench was then used to attempt to manually back out the pin, but it snapped part of the exposed pin off. After a few more minutes and attempts to use a mallet to forcefully remove soft tissue protector, the drill was used again on the portion of the exposed bone pin. The torque of the drill may have caused the pin to break because the pin snapped in the bottom portion of the pin threading. There was about an inch and a half of bone pin still drilled into the patient's bone. At this point, a coring tool and plier had to be used to remove the remaining portion of the pin that was lodged in the patient's bone. New pins were then placed at new pin sites using the tracker clamp as a guide rather than a soft tissue protector. The navio was then used to complete the case. Upon removing the bone pins at the end of the case, we found that one of the tibial bone pins placed at these new pin sites bent. The site of the broken bone pin that had a coring tool used on it had to be filled with bone putty. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.